Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3389s-40 lot# va09s07, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was inflammation around the tip of the lead. It was reported that the patient presented to the ER on 2013 (B)(6) with stroke like symptoms, right facial droop, difficulty speaking and weakness in the right leg. It was noted that explant was a required action. It was noted that multiple CT scans were performed between 2013 (B)(6) and 2013 (B)(6) and an MRI was also performed. It was noted that the patient was doing well after the lead and battery were placed at the original implant. It was noted that upon examination of the CT it was noted that the patient had a well-defined area of hypo-density surrounding the end of the lead. It was noted that the health care professional (hcp) did not believe it was an infection. It was noted that the patient had come back several times with the same complaints and it was ultimately decided to take the system out. It was noted that the patient was implanted in the left ventral intermediate nucleus. It was noted that the patient was given plavix, antibiotics and steroids during the process of at least two other hospitalizations. It was noted that the hcps did not believe it was an infection and were examining t heir procedures.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patients physician that the patient failed to respond to antibiotics. The edema started 3 months after the implant. The system was taken out sometime between (B)(6) of 2013. The patient did have "small stroke issues" and imbalance issues that were stated to be not related to the device or therapy. The patient had a lot of health issues that were not related to the device. The patient did fine after the implant and the physician had not seen the patient recently.